Event description:
It was reported that during a routine device change out, a chest x-ray revealed that the left ventricular lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.